Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30731917l, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent paroxysmal supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the procedure, it was confirmed pericardial effusion was present by the soundstar, as accumulated blood was confirmed. Therefore, drainage was performed. As blood was red, there is a possibility it was arterial blood. Blood pressure gradually recovered after drainage. The patient was followed up thereafter. The timing of the event was unknown, it was confirmed, after the procedure. Interatrial septal puncture was performed with an rf needle. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was pre 1 sec and post 1 sec. Pericardial effusion was resolved with drainage. The physician's opinions on the relationship between the event and the product is that since this was a procedure where general anesthesia, respiratory management, and monitoring of blood pressure were performed, that a sudden decrease of blood pressure was not observed during the procedure. However, the physician's opinion on the cause of this adverse event is that it was the procedure. The physician commented that there was something like a roof vein when the anterior wall side of rpv was ablated and the ablation of the area was performed for a few seconds, but the ablation was stopped by impedance rising, therefore, it was suggested that the cardiac tamponade occurred because of the ablation at this area. The adverse event occurred on (B)(6) 2022. This adverse event was discovered post use of biosense webster products. The patient outcome of the adverse event is improved. The patient did require extended hospitalization because of the adverse event but details are unknown. A smartablate generator was used serial number was unknown. A transseptal puncture was performed using an rf needle was used. Ablation was performed before cardiac tamponade was confirmed. The event occurred after the ablation procedure completed, it was confirmed after the case completed. There was no evidence of steam pop. Real time graph; dashboard; vector; visitag force visualization features were used. The lot number e8361612 is correct for the soundstar. There was no relevant tests/laboratory data reported related to the adverse event confirmed. The correct catheter setting was selected on smartablate generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used, parameters for stability used were respiration checking 3mm 3s fot 25% 5g tag 2mm. Tag index low: ai values 375-425 additional filter was used with the visitag. Tag index color option was used prospectively. Medical history/treatment history/other diseases currently being treated are unknown. The complaint product(s) will not be returned for analysis. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.